Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a patient's mother that they had a personal diabetes manager (pdm) that was damaged and did now work. The patient ended up going to the hospital. There was no more information that was able to be obtained.